Event description:
(B)(4). Extreme bloating, migraines, internal pains from stabbing to soreness, painful menstruations, swelling, joint pains, rash that hasn't gone away and getting worse, scarring of skin, falling hair and dandruff, memory loss and brain fog, insomnia and extreme fatigue.